Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a percutaneous angioplasty, the physician found unidentical object attached on the subject guidewire and suspected that the ptfe coating of the subject guidewire peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The device history record review confirms that there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after the guidewire had been shaped and when the introducer sheath was inserted over the posterior end of the guidewire, a foreign substance was found adhered to the guidewire. Additional information provided by the customer indicated that there was no resistance when the guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter at the time when the guidewire was inserted, and the guidewire was shaped 60 degrees. In the case of this complaint, it is possible that the ptfe coating may have peeled when backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at a slight angle. However, this cannot be confirmed as the device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a percutaneous angioplasty, the physician found unidentical object attached on the subject guidewire and suspected that the ptfe coating of the subject guidewire peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.